Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event occurred by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
B31 cope communication error was detected by olympus during evaluation of the returned device. There were no reports of patient harm associated with the event.

Event description:
The company representative on behalf of the customer reported that the returned endo eye flex deflectable videoscope exhibited scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and the allegation scope communication error" was confirmed. Due to damage on charge coupled device (ccd) unit and circuit board of the video plug section, error occurred. There were few additional findings. The bending section cover had a scratch. Adhesive on bending section had a chip. Video connector had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.